Event description:
The reporter stated that he passed out. The device was used and displayed a result of 110mg/dl compared to the emts meter of 45mg/dl. He was treated with an unknown injection and taken to the hospital. The device was replaced and requested to be returned for evaluation.